Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod278, patient experienced "hypotony of the left eye." On pod309, patient experienced "bcva loss of 2 lines decreased." On pod432, patient underwent secondary surgical treatment of cataract extraction. Both events noted as resolved on pod433. Device remains implanted.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod278, patient experienced "hypotony of the left eye." On pod309, patient experienced "bcva loss of 2 lines decreased." On pod432, patient underwent secondary surgical treatment of cataract extraction. Both events noted as resolved on pod433. Device remains implanted.

Manufacturer narrative:
Clarification to h6: e0859. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of choroidal effusion is a known potential adverse event addressed in the product labeling.

Event description:
Hcp additionally reported on pod372, patient experienced "reformation of choroid effusion" which required compression suture and resolved on pod393.

Manufacturer narrative:
This event was previous submitted via MFR report #3011299751-2024-0011004. It is deemed the event is for the same patient.

Event description:
Additionally, healthcare professional reported clinical patient experienced "elevated iop" and underwent yag laser at tip of xen®45 gts for presumed biofilm/occlusion, no overt occlusion found, suspected biofilm but not visible in the left eye. Event later resolved on pod278.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Hcp additionally reported, treatment of "yag laser to the tip of stent for possible biofilm" was performed for the event of "elevated iop."